Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000082837.

Event description:
It was reported the patient's system was unable to enter MRI mode due to one lead having high impedances. Patient had a fall approximately one and a half months ago. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. It is known which lead had high impedances.